Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation as well as pain. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed as surgical damage and one opening on anterior side assessed as fold flaw opening. Pain: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Black particles in the fill channel are observed.

Event description:
Healthcare professional reported right side deflation as well as pain. Device has been explanted.